Event description:
Reporter alleged that she found the customer slumped over and unresponsive. She used his advantage system to obtain a result of 122 mg/dl, gave him a (B)(4), and called the paramedics. Reporter stated that the paramedics obtained a result of 12 mg/dl on their system fifteen minutes later and treated the customer with a shot of glucagon. Reporter stated the customer began to have a seizure 20 minutes later so he was taken to the emergency room where he was hooked up to a glucose IV and was eventually given something to eat. No other actions were reported taken or treatment received. The test strips were stored in the refrigerator. A request was made for the return of the suspect device.